Event description:
It is reported that the outer wrapping for the tubing in this lot is not legible, and the wrapping is thinner than other lot numbers. It is also reported that one (1) item from this lot has a hole in it.

Manufacturer narrative:
This event as described is deemed a reportable malfunction. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the (B)(4) and determined to have the following severity rating for the reported event. Severity rating: (B)(4). Add'l info rec'd indicated that actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. No previous investigation exists for this issue of product. There was no report of a patient affected in this case. No add'l info has been provided to date. Should add'l info becomes available, a f/u report will be submitted. A return sample for evaluation is not expected.